Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device "didn't fire." A second starclose se device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.